Event description:
On (B)(6) 2004, this patient was successfully treated with a gore excluder aaa endoprosthesis. During a follow-up visit on (B)(6) 2006, the patient was identified with endotension and aneurysm sac enlargement. Immediately, a successful reintervention was performed to reline all components of the original device.

Manufacturer narrative:
All devices remain functioning in the patient. Method: a review of the manufacturing paperwork has been requested. Please note: additional devices implanted in this patient: pcc141200/023402112, pca280300/022272711, pcl161407/022812302.